Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2007. Low vault was noted, as well as refractive change over time (increased myopia), and glare/halos. A lens exchange is planned.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk. Explant date: n/a. (B)(4). Device evaluated by the manufacturer? No - 81(other): lens remains implanted. (B)(4). Lens remains implanted.